Event description:
See initial report

Manufacturer narrative:
H.10: the clamp was requested for investigation at the manufacturer site and not yet returned. Based on investigation for previous similar cases and on the fact that the issue could not be confirmed on site, the reported issue may have been caused by: - defective clamp boards; - defective hall sensors located in the stator. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The clamp was replaced with another. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of s5 erc tubing clamp defective during procedure. There was no report of patient injury.